Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed the tones were due to high out of range pacing impedance measurements on the right atrial (ra) lead. It was also noted that ra sensing measurements had decreased. There was a concern the ra lead had fractured. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to vvi and detection enhancements were reprogrammed to no long include atrial discriminators. The patient will continue to be monitored. Records indicate this device and lead remain in service without further complication. Should additional information become available this report will be updated.